Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The patient reported they had their pump replaced for normal battery depletion as the pump was 7 years old. Per the patient his healthcare provider prefers to extract med from old pump and use in new pump. The patient went in for first refill following pump implant yesterday and the healthcare provider discovered that they didn't program the medication amount for bupivacaine stating number read 0 for dose/concentration. The healthcare provider corrected the programming of pump.